Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the filter leaked during a tpn infusion. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Functional testing confirmed a slow leak from the lower vent hole on the filter. The root cause of the leaking was not determined.

Event description:
The customer reported that the filter leaked during a tpn infusion. There was no patient harm.